Manufacturer narrative:
The device was returned for inspection. The root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: some kind of stress problem resulting in component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
The customer returned the tracheal intubation fiberscope to the service center for evaluation related to a separate issue. However, MDR reportable failure was found during testing at the service center. During inspection it was found that the objective lens had a chip. There was no patient involvement.